Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer reported via phone call indicating that the lost sensor alarm and threshold suspend. Customer's blood glucose a time of incident was 400 mg/dl. Customer stated that pump is not communicating with the transmitter. The customer took the sensor out which was straight and place another sensor and she got a lost sensor.

Manufacturer narrative:
Evaluated one random opened/used sensor and did continuity resistance test and sensor failed per specification.